Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. In addition, it was reported that the usb cable was observed to be damaged and charged intermittently. Customer¿s blood glucose level was 181 mg/dl. A replacement cable was sent to the customer. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.